Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: four prostyle devices were used successfully to achieve hemostasis as planned. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via a 6fr sheath hole prior to an ablation procedure. Reportedly, when attempting to remove the prostyle device from the access site, there was strong resistance as the suture was caught in the o-ring of the prostyle device and could not be removed. The suture was cut and the device could be removed by applying force slowly. The sutures of a new prostyle device was successfully pre-placed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.